Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, did not pipette enough negative control into position 4 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04237-08.